Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient visited the emergency room with bg around 30 mg/dl and altered mental status. According to the ER, his dexcom was reading high (cgm value not specified), and control iq delivered insulin via the tandem pump when the bg was 30 mg/dl with a finger stick. The reversal of hypoglycemia was not specified nor clarified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.